Event description:
It was reported that during a procedure conducted at the healthcare facility the stryker nav3i software was inaccurate approximately 4 to 5 mm posteriorly. The procedure was completed successfully without a delay, adverse consequences, medical intervention or impact to the patient.

Manufacturer narrative:
The device was not returned for evaluation; therefore, the investigation was not completed.

Event description:
It was reported that during a procedure conducted at the healthcare facility the stryker nav3i software was inaccurate approximately 4 to 5 mm posteriorly. The procedure was completed successfully without a delay, adverse consequences, medical intervention or impact to the patient.